Event description:
An adhesive issue was reported with the Abbott Diabetes Care (ADC) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. As a result, the customer became hypoglycemic and experienced symptoms such as sweating, loss of consciousness and was unable to self-treat. Subsequently, the customer had contact with a non-healthcare professional who provided glucagon for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the U.S., model number 71992-01.The Date of event is unknown. The date entered in section B3 is the date Abbott Diabetes Care became aware of the event.All pertinent information available to Abbott Diabetes Care has been submitted.